Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. During aspiration of the sheath, the sheath repeatedly leaked gas. The procedure was completed with this device and patient condition following procedure was stable. No patient complications were reported. After the procedure, the physician kept the sheath for model practice.